Event description:
Philips received a complaint from a field service technician indicating that a v60 ventilator had a 1109 "machine pressure sensor autozero failed" alarm error during an inspection at the repair center. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating. There was no reported delay in therapy. The field service technician inspected the device at the repair center and discovered that a 1109 "machine pressure sensor autozero failed" alarm error occurred. The field service technician ultimately replaced solenoid valves 2 and 4, confirmed that software version 3.20 was installed, cleaned the device, performed running and functional tests, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.